Manufacturer narrative:
H3: product analysis of (B)(6) , item:10,lotno:b615408 ¿ damage location details: no bent or kink was found with pushwire. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No defects were found with the tip coil, distal marker, re-sheathing marker, arms or with the proximal bumper. The braid was returned attached to the pusher. The distal end of pipeline vantage shield was found not opened due to damaged braid. The proximal end of pipeline vantage shield was found fully opened and damaged. In addition, the middle section was found to be fully opened and no damaged. No other anomalies were observed. ¿conclusion: based on the analysis findings, the pipeline vantage shield could not be confirmed to have failure to open at middle section as the middle section of the braid was found to be fully opened and no damaged. However, the distal end of pipeline vantage shield was found to be not opened due to damaged braid. It is likely the severe vessel tortuosity may have contributed to the reported issues. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the aneurysm anatomy was amorphous and very torturous. During the first implant ped3 -027-450-40 opening , the pipeline middle portion is twisted and not opened with several attempts. The middle of the pipeline was positioned in a bend. The pipeline was not stuck in the capture coil. More than 50% of the pipeline had been deployed when it failed to open. The pipeline was resheathed less than or equal to two times. Balloon angioplasty was required to open the pipeline. The pipeline was resheathed and removed from the patient with the microcatheter. The pipeline was used for an approved indication. The device and any accessories were prepared as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event. The patient was undergoing surgery for treatment of an amorphous, ruptured terminal internal carotid artery (ica) m1 middle cerebral artery (mca) aneurysm with a max diameter of 4.5mm and a 4.0mm neck diameter. The landing zone was 4mm distally and 4.5mm proximally. It was noted the patient's vessel tortuosity was severe. Dual antiplatelet therapy (dapt) was not administered. Angiographic result post procedure revealed after the second device, the implant was successful. Ancillary devices include a phenom 27 microcatheter, avigo 014 guidewire.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.